Event description:
It was reported that a malfunction occurred on the pump, specifically labeled as malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced under warranty and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is uninterrupted. The customer was provided with instructions to put the pump in storage mode before returning it using a prepaid label.